Manufacturer narrative:
Received one vamp jr. System for evaluation. The pressure tubing was found partially broken from solvent bond joint with female connector of the vamp system. The tubing did not appear bent near the point of damage. However, the cross surfaces of the broken tubing appeared uneven and rough. Bonding solvent completely filled up the gap between the tubing and female connector at the bond area. A CAPA is open to address complaints of this type.

Event description:
It was reported that the port to connect does not adapt.